Event description:
"The videolaryngoscope has a loose connection. Sudden loss of image during intubation. This poses a life-threatening situation for the patient and her unborn child." No negative impact in state of health reported. However, further information about the patient outcome pending.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).